Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer has had 3 of the foley catheters balloons ruptured which they were using for induction. Stated that the doctor inserted the foley catheter through the cervix, and they inflated the balloon with approximately 60ml of normal saline, which did exceed the recommended amount of 30ml, but they have used them for years this way with hardly any problems. Customer also stated that the patient last week that had the foley break went for a c-section and the doctor found a part of the balloon inside the uterus. It is unknown what medical intervention was provided

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to mishandling by user. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "cdc guidelines for appropriate indications for indwelling urethral catheter use: patient has acute urinary retention or bladder outlet obstruction, need for accurate urine output measurements, use for selected surgical procedures, to assist in healing of open sacral or perineal wounds, patient requires prolonged immobilization, and to improve comfort for end of life care. Proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient." The device was not returned.

Event description:
It was reported that the customer has had 3 of the foley catheters balloons ruptured which they were using for induction. Stated that the doctor inserted the foley catheter through the cervix, and they inflated the balloon with approximately 60ml of normal saline, which did exceed the recommended amount of 30ml, but they have used them for years this way with hardly any problems. Customer also stated that the patient last week that had the foley break went for a c-section and the doctor found a part of the balloon inside the uterus. It is unknown what medical intervention was provided per additional information received via email on (B)(6) 2022, it was reported that the customer had determined this to be user error and problem resolved.